Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The click of the screwdriver was not heard in both ventricular and atrial positions. Another device (same model) was implanted without any issue instead; even if a tight connection with both leads had been confirmed.

Manufacturer narrative:
On 02/18/2010: this event concerns a device that was manufactured and used outside the united states.